Event description:
It was reported that there was an unknown error. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review identified no indication that the complaint was related to a service of the device within the view period. As a result of checking the event history log, it confirmed that there was a record of occurred error 1610 during pump operation. Functional testing confirmed that the error code 1610 shows when the device is self-checking. The investigation determined the most probable cause of the issue is a defective main board. The main board was replaced.